Event description:
The customer reports that the guidewire kinked while inserting the dilator. No patient injury. No intervention required.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire, a catheter, and a lidstock for analysis. Signs-of-use in the form of biblical material was observed on the guide wire body. The dilator was not returned. Visual analysis revealed that the guide wire contained two major kinks and one bend across the guide wire body. Additionally, the distal j-bend appeared slightly misshapen. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were secure and intact. Visual analysis could not be performed on the dilator as it was not returned for analysis. The two kinks in the guide wire body measured 30mm and 253mm respectively from the proximal end. The bend measured 300mm from the proximal end. The guide wire total length measured 17 7/8", which is within the specification limits of 17 11/16"-18 1/16" per the guide wire graphic. The guide wire outer diameter measured 0.01745", which is within the specification limits of 0.017"-0.018" per the guide wire graphic. A manual tug test confirmed that the proximal and distal welds were secure and intact. The guide wire was passed through the returned catheter. Little to no resistance was observed as the guide wire was able to pass completely through the catheter. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide". The IFU also states, "although the incidence of spring wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The report of a kinked guide wire was confirmed through complaint examination. Visual analysis revealed two major kinks and one bend across the guide wire body. The guide wire met all relevant dimensional and functional tests, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. Despite confirming the kinks on the guide wire, the root cause cannot be determined as the dilator was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guidewire kinked while inserting the dilator. No patient injury. No intervention required.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guidewire kinked while inserting the dilator. No patient injury. No intervention required.